Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no battery cap returned. All testing performed with a test battery cap. Pump powers to an audible tone, vibration and a blank display. Battery cap is able to fully tighten. Battery compartment intact. No evidence of moisture contamination inside battery compartment. Unable to complete the following checklist steps due to blank display; steps 6,7,10,11,13,21,22. Removed pump case, display screen cracked in multiple places. See attached. No evidence of loose components or moisture inside pump. Unable to adequately investigate "intermittent power" complaint due to blank display. (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: the battery compartment was intact and the battery cap was not returned with the pump; a test cap was able to fully tighten on to the pump with no power loss. Evidence of moisture contamination was found in the battery compartment. The pump powered on to a blank display screen and the display screen was found to be cracked. The power issue could not be adequately investigated due to the blank display screen. The pump cover was opened and no internal defect was found.